Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what suture type was used? ¿ what suture size was used? ¿ when the event occurred, was the suture placed near the hinge of the clip? ¿ were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? ¿ was the applier checked for damage (jaws straight and aligned)? ¿ what was the surgical procedure involved? ¿ was this a robotic procedure? ¿ can you identify the lot number of the product involved? ¿ if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)

Event description:
It was reported that a patient underwent a radical prostatectomy procedure on (B)(6) 2026 and suture clips were used. During the procedure, it was reported by a sales rep that, during robot-assisted radical prostatectomy, xc200 was loaded into the applier and clipped to the suture, but the ratchet of the clips did not lock and fell off. This issue continued with two packages in a row in this one case. Another device was used to complete the case. No device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: "? What suture type was used? Unk. What suture size was used? Unk. When the event occurred, was the suture placed near the hinge of the clip? Unk. Were you able to lock the clip closed on the suture? No if yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? No. What was the surgical procedure involved? Prostate surgery. Was this a robotic procedure? Yes. Can you identify the lot number of the product involved? Unk. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(4). Corrected data: h11 . D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.